Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia, tooth extraction and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pains in legs, joint pain, muscle pain, stomach pain, irritable bowel syndrome, forgetfulness, decreased appetite, itching, burning sensation, intramural leiomyoma of uterus, endometriosis of uterus, perineal pain, tonsillectomy, abdominal hernia repair, biopsy of skin lesion, penicillin allergy, hives and anemia. Concomitant products included hydrocodone, hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, metoclopramide, midazolam, ondansetron and trometamol (tromethamine). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ painful cramps") and migraine ("migraine/ migraines / headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)/ heavy longer menstrual cycles") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), abdominal distension ("makes me look 3/6 months pregnant/ 80 percent of the time she look like at least 6 months pregnant"), anxiety ("psychological or psychiatric problems condition: anxiety"), cyst ("cysts/ grapefruit sized cysts"), dysgeusia ("metal taste in mouth"), insomnia ("insomnia"), visual impairment ("vision is going"), the first episode of feeling abnormal ("brain fog"), depression ("depression"), arthralgia ("joint pain"), the second episode of feeling abnormal ("brain fog") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain/ she feel muscle gain in her arm and legs but stll look fat and bloated") and weight decreased ("I have even lost 6/7 pounds."). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, fatigue, tooth disorder, alopecia, headache, migraine, weight increased, urinary tract disorder, bladder disorder, the last episode of feeling abnormal and irritable bowel syndrome had resolved, the vaginal haemorrhage, abdominal distension, anxiety, cyst, dysgeusia, insomnia, visual impairment, depression and weight decreased outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, vaginal infection right ostia: 4 coils left ostia 4 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2016: essure confirmation test: bilateral occlusion. Oesophagram - on (B)(6) 2017: impression 1. Tiny hiatal hernia. 2. No evidence of gastroesophageal reflux.. Ultrasound breast - on (B)(6) 2018: us breast left limited impression: there is an incidental retroareolar 9 mm mass in the left breast that does not have a corresponding finding on mammogram. It may represent a complicated cyst or a fibroadenoma and a six-month follow-up with ultrasound is recommended to confirm stability. This is recommended for total of one year.; on (B)(6) 2018: impression: there is an incidental retroareolar 9 mm mass in the left breast that does not have a corresponding finding on mammogram. It may represent a complicated cyst or a fibroadenoma and a six-month follow-up with ultrasound is recommended to confirm stability. This is recommended for total of one year. No additional abnormalities in the left breast. No abnormalities in the right breast. Ultrasound pelvis - on an unknown date: result not provided.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, back pain, dyspareunia, menorrhagia, depression, tooth disorder, alopecia, headache, weight increased, abdominal distension and dysgeusia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraine"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, fatigue, tooth disorder, alopecia, headache, migraine, weight increased, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), bladder/urinary problems: vaginal infection, fatigue, dental problems, hair loss, headaches, migraine, weight gain. Outcome of the all events were added. Laboratory data was added. Essure insertion and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. Previously administered products included for an unreported indication: mirena. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/ painful cramps") and migraine ("migraine/ migraines / headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)/ heavy longer menstrual cycles") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), abdominal distension ("makes me look 3/6 months pregnant/ 80 percent of the time she look like at least 6 months pregnant"), anxiety ("psychological or psychiatric problems condition: anxiety"), cyst ("cysts/ grapefruit sized cysts"), dysgeusia ("metal taste in mouth"), insomnia ("insomnia"), visual impairment ("vision is going"), feeling abnormal ("brain fog") and depression ("depression") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain/ she feel muscle gain in her arm and legs but stll look fat and bloated"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, fatigue, tooth disorder, alopecia, headache, migraine, weight increased, urinary tract disorder and bladder disorder had resolved and the vaginal haemorrhage, abdominal distension, anxiety, cyst, dysgeusia, insomnia, visual impairment, feeling abnormal and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, insomnia, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Imaging procedure - on (B)(6) 2016: essure confirmation test: bilateral occlusion. Ultrasound pelvis - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 19-sep-2019: reporters, patient demographic were added. Added lot number. Added events abnormal bleeding (vaginal), makes me look 3/6 months pregnant, psychological or psychiatric problems condition: anxiety, cysts, metal taste in mouth, insomnia, vision is going, brain fog, depression. Updated reported event term migraine, pain, weight increased and updated onset date of events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. C59253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia, tooth extraction and adenoidectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included pains in legs, joint pain, muscle pain, stomach pain, irritable bowel syndrome, forgetfulness, decreased appetite, itching, burning sensation, intramural leiomyoma of uterus, endometriosis of uterus, perineal pain, tonsillectomy, abdominal hernia repair, biopsy of skin lesion, penicillin allergy, hives and anemia. Concomitant products included hydrocodone, hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, metoclopramide, midazolam, ondansetron and trometamol (tromethamine). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ painful cramps") and migraine ("migraine/ migraines / headaches"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)/ heavy longer menstrual cycles") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), abdominal distension ("makes me look 3/6 months pregnant/ 80 percent of the time she look like at least 6 months pregnant"), anxiety ("psychological or psychiatric problems condition: anxiety"), cyst ("cysts/ grapefruit sized cysts"), dysgeusia ("metal taste in mouth"), insomnia ("insomnia"), visual impairment ("vision is going"), the first episode of feeling abnormal ("brain fog"), depression ("depression"), arthralgia ("joint pain"), the second episode of feeling abnormal ("brain fog") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain/ she feel muscle gain in her arm and legs but still look fat and bloated") and weight decreased ("I have even lost 6/7 pounds."). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, fatigue, tooth disorder, alopecia, headache, migraine, weight increased, urinary tract disorder, bladder disorder, the last episode of feeling abnormal and irritable bowel syndrome had resolved, the vaginal haemorrhage, abdominal distension, anxiety, cyst, dysgeusia, insomnia, visual impairment, depression and weight decreased outcome was unknown and the arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, vaginal infection. Right ostia: 4 coils. Left ostia 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure confirmation test: bilateral occlusion. Oesophagram - on (B)(6) 2017: impression. 1. Tiny hiatal hernia. 2. No evidence of gastroesophageal reflux.. Ultrasound breast - on (B)(6) 2018: us breast left limited. Impression: there is an incidental retroareolar 9 mm mass in the left breast that does not have a corresponding finding on mammogram. It may represent a complicated cyst or a fibroadenoma and a six-month follow-up with ultrasound is recommended to confirm stability. This is recommended for total of one year.; on (B)(6) 2018: impression: there is an incidental retroareolar 9 mm mass in the left breast that does not have a corresponding finding on mammogram. It may represent a complicated cyst or a fibroadenoma and a six-month follow-up with ultrasound is recommended to confirm stability. This is recommended for total of one year. No additional abnormalities in the left breast. No abnormalities in the right breast. Ultrasound pelvis - on an unknown date: result not provided. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, back pain, dyspareunia, menorrhagia, depression, tooth disorder, alopecia, headache, weight increased, abdominal distension and dysgeusia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "weight loss, brain fog nos, joint pain and irritable bowel syndrome (ibs)" were added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.